Event description:
It was reported that blood was leaking out of the air vent filter. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
This file was originally incorrectly filed under registration number mrn: 1217052-2025-00054. The date of that submission was 10-mar-2025. H3: five unused samples were received. Visual inspection of the samples did not reveal any defects or anomalies. Samples were functionally tested and two of the samples did not pass the testing. While the allegation was confirmed, the exact problem source for the compromised filter-pros could not be identified with any confidence. Complaint information will continue to be monitored for any new information or adverse trends and further actions will be taken accordingly. DHR review found no discrepancies or anomalies relevant to the complaint.